Event description:
It was reported that after approximately 100,000 joules had been expended the beam forward fired. There were no stones present and no courtesy messages. The fiber tip was intact. The physician completed the procedure using a second fiber, without clinical consequence.

Event description:
It was reported that after approximately 100,000 joules had been expended the beam forward fired. There were no stones present and no courtesy messages. The fiber tip was intact. The physician completed the procedure using a second fiber, without clinical consequence.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, that the reported allegation of forward firing cannot be confirmed. The visual and microscopic analysis of the returned fiber did not identify any damage or defects that may have cause or contributed to the reported event. Although analysis identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify external damages on the returned fiber. Microscopic investigation did not reveal any fractures or detachments. Glass cap exhibits moderate devitrification in the output window and the metal cap exhibits severe charred detritus adhesion on its surface. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify any signs of breakage along length of fiber. Investigation conclusion: based on analysis result a conclusion code of no problem detected was assigned to this investigation. There were no damages and/or defects identified through analysis that could have cause or contribute to the reported event.